Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve bypass (roux en y), upon small bowel resection, the surgeon initially started with the first handle and fired 4 reloads without issue, but when the first reload was put on and pressed the green button to fire it was unable to fire. The jaws was able to open again numerous times but was unable to fire the reload. Both the reload and the handle were replaced. The second handle was opened and successfully fired a reinforced reload but when the second reload was used to resect the small bowel, a tear approximately 60 way across the resected part of limb was noticed and there was poor staple formation. The surgeon oversewed limb resection lines to get a satisfactory result.